Event description:
During the pta treatment procedure, inflation and deflation difficulties were encountered. The xxl balloon was used to post dilate a gore abdominal aortic aneurysm stent graft. The balloon could not be inflated past 1 atm, and subsequently could not be deflated. A needle was used to puncture the balloon, and the catheter was removed from the sheath. A new balloon catheter was used and the procedure was successfully completed. No pt injuries or complications were reported. The pt's status was reported as 'fine'.